Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned without any stylets. A fresh gray stylet was able to be fully inserted without resistance in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the stylet was not moving through the lumen of the lead. Multiple stylets were attempts. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.